Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips of the er320 instrument were falling out of the instrument when firing. There was no consequence to the patient. 8/30/1999 the case was completed by using another er320 instrument.